Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, there was no image on the right eye of the surgeon side console (ssc). The customer had performed a power cycle, cycled the breaker on the ssc, and checked that the blue fiber led was blue. The right eye on the vision side cart touchscreen was working. The customer also attempted to use a new endoscope to resolve the issue, but the issue remained. The customer was going use a second ssc from a different system for the surgical procedure. The procedure was converted to anther dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the davinci robotics coordinator, the surgical procedure was completed robotically successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the hrsv right side was bad. The fse replaced the hrsv. The system was tested, verified and was ready for use. Intuitive surgical inc. (Isi) received the high resolution stereo viewer (hrsv) monitor for failure analysis investigation. The unit was analyzed and was installed and tested in the test system. The unit started up and failed without video on the display. The complaint was confirmed based on failure analysis.